Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a low blood glucose of 50 mg/dl, and that his blood glucose then decreased to 30 mg/dl. The patient treated with apple juice. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.